Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 48 mg/dl and other was 212 mg/dl. Customer stated that they went low so had a little candy bar when customer went to calibrate 148 mg/dl blood glucose but it would not calibrate and then said change sensor. Customer had this issue twice in the last month. The first time was over 200 mg/dl and it would not accept it. Customer would not like to continue troubleshooting. Customer stated that when the sensor was put it on it was no issue inserting, when he took it off that it was somewhat bloody. Customer does not want to troubleshoot for the low blood glucose. Customer stated that he has one more sensor left. Customer was in auto mode both times when he was going low. The insulin pump will not be returned for analysis.